Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that while using bd integra¿the needle failed to retract on two occasions. There was no report of patient impact. The following information was provided by the initial reporter: it was reported via email: customer reported two items that had retraction failures ; no reported pt harm.

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. H3 other text: see h10.

Event description:
It was reported that while using bd integra¿the needle failed to retract on two occasions. There was no report of patient impact. The following information was provided by the initial reporter: it was reported via email: customer reported two items that had retraction failures ; no reported pt harm.